Manufacturer narrative:
Based on the associated DHR and visual inspection of the returned part and packaging, it was confirmed that the product was non-conforming. Dimensional analysis of the overall length of the screw further confirms the complaint that the screw inside the packaging did not match what was specified on the label. Investigation into this issue is ongoing and when additional information is received, a follow-up report will be submitted to the FDA. (B)(4).

Event description:
The wrong size screw was found in the package upon receipt, while kits were being filled. Therefore, there was no patient injury or delay in a procedure.

Manufacturer narrative:
Upon further investigation into the reported issue, supplier corrective action has been initiated.